Event description:
It has been reported to philips that system was given error message x-ray failed - tube error. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the diagnostic procedure could be completed on the same system after a restart. System inspection on site and analysis of the system's log file indicated that the issue was caused by a malfunctioning power inverter unit. After replacement of the power inverter unit, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system's instructions for use (IFU) recommend performing a system restart if the device deviates from expected behavior or if there is a system failure. The IFU provides instructions regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿, which enables the operator to recover from a system failure faster than switching the system off and on again. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method and health impact codes.